Manufacturer narrative:
Still under investigation at this time.

Event description:
Difficulties occurred while inflating the cuff of the blocker as the cuff closed the lumen of the blocker in a way that the air of the lung could not be removed. It was found that only one sid of the cuff could be inflated, which caused a closure of the trachea. The physician replaced the blocker several times; resulting in a prolonged surgery (approximately 2 hours longer than anticipated).